Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl; cause was not known. A manual insulin injection was administered to address bg level prior to arriving at the ER. At the emergency room, customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged a few hours later with the issue resolved and no permanent damage. No issues were observed with the infusion set tubing or cannula in use. No additional information was provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.